Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post-op interrogation the right atrial (ra) lead exhibited loss of capture. A revision procedure was performed where it was noted that the helix was not fully extended and the lead had dislodged. The ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.